Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 31mmol/l. It was stated that the customer used multiple daily insulin as well the insulin pump to treat the low glucose level. It was also stated that the customer had infections during this time. Troubleshooting was performed. The programming on the device was correct. Ran a fixed prime test and the insulin exited. No further info was provided.